Event description:
Leaving the other half [tampon] inside - vagina [foreign body in reproductive tract]. String detached. Difficulty trying to remove [tampon] [complication of device removal]. String detached [tampon] [device breakage]. Case narrative: consumer reported via email that the tampon string detached. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.